Event description:
It was reported that stent damage occurred. A 16 x 4.00 promus premier drug-eluting stent was selected and advanced to treat the unspecified target lesion by direct stenting but was unable to cross. The physician decided to predilate the vessel with an unspecified balloon catheter. Upon removal of the stent, it was noticed that one of the struts of the mid body of the stent was damaged. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).